Event description:
It was reported that a malfunction alarm with code malf 0 occurred, but there were no notable events leading to this issue. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction with the pump, which was still under warranty. Technical support decided to replace the pump and instructed the customer on how to put the faulty pump into storage mode before returning it. The customer was informed to continue using their current pump until the replacement arrives, and the shipping address for the new pump was confirmed.